Manufacturer narrative:
Omit: a0705 - battery problem (2885). Additional information: imdrf annex a and b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu displayed an error that the battery was disconnected and that the device could not be operated unplugged. The pcu was immediately powered off and was handed over to the biomed department for investigation and repair. Biomed found one screw missing and three loose batteries; they were able to reproduce the issue. The battery was replaced and reinstalled the battery attachment screws. It was noted that the error observed was "defective battery alarm". The event occurred while an intravenous tubing set was being primed and prior to attaching to the patient. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the pcu displayed an error that the battery was disconnected and that the device could not be operated unplugged. The pcu was immediately powered off and was handed over to the biomed department for investigation and repair. Biomed found one screw missing and three loose batteries; they were able to reproduce the issue. The battery was replaced and reinstalled the battery attachment screws. It was noted that the error observed was "defective battery alarm". The event occurred while an intravenous tubing set was being primed and prior to attaching to the patient. There was no patient involvement.